Event description:
Related manufacturer number: 1627487-2022-01619. It was reported the patient's left l3 lead experienced impedance issues and during surgical intervention it was indicated that the lead was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue. Note: it is unknown which lead was explanted and replaced so both are being reported.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.